Manufacturer narrative:
A field service engineer (fse) was dispatched who reviewed data from customer, replaced sample nozzle, level sense cable and diluent sample syringe. Primed and ran start up. All were normal both controls and precision. Customer ran all three levels of their biorad controls, all within specifications. No further action required by fse. The probable cause of the event was intermittent sense cable. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2016 a customer reported ss errors, errors 2011 air detected sample and error 2014 air detected sample with their aia 360 analyzer. A field service engineer (fse) was dispatched on (B)(4) 2016 to address the reported event, which resulted in delay in reporting of patient results for hcg patient result. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.